Manufacturer narrative:
Device available for evaluation? No. Distributor has requested return of the device. However, as of 28-jun-2018, the device has not been received by the manufacturer.

Event description:
Per the op notes, received 14-jun-2018, it was reported that: the lens was injected into the posterior capsular bag, though upon positioning the lens, the lens tipped and fell into the posterior segment before it could be grasped with surgical instruments. Viscodispersive was injected into the vitreal cavity to act as a buffer and prevent any vitreous prolapse. The main wound was widened. A different lens was then placed in the sulcus. The patient tolerated the procedure without event. Per email received 13-jun-2018, it was reported that: doctor advised that they tried to put the lens in the bag to work around the tear, but it slipped into the posterior segment. The posterior capsule was violated, so the one piece lens could not be implanted in the bag. Doctor used a three piece lens implant and placed it in the sulcus the same day during surgery on (B)(6) 2018.

Manufacturer narrative:
Follow-up report #1 is being submitted to FDA for the following reasons: additional information not available/included in initial report - report source - added company representative; type of report - indicated follow-up #1; type of follow-up - indicated additional information; device evaluations by manufacturer - indicated not returned to manufacturer; event problem and evaluation codes - added manufacturer's codes for: method; results; and, conclusion. Manufacturer's narrative - additional information not available/included in initial report - findings from the manufacturer's product/complaint investigation, as noted below: as the product was not available, visual inspection could not be performed on the lens and entire injector. Haptic width and thickness verified for this production lot and visual inspection result showed no abnormalities in production and inspection records of the product. The batch was manufactured following established and validated procedure and no deviation or non-conformities were reported. A search in our database for complaint of this production lot indicates that there were no other complaints reported for this production lot. Exact root cause is not determined. Based on our experiences, this is not a product related issue. Additional information not available/included in initial report - risk analysis conducted on the product line and failure code, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation.

Event description:
Per the op notes, received 14-jun-2018, it was reported that: the lens was injected into the posterior capsular bag, though upon positioning the lens, the lens tipped and fell into the posterior segment before it could be grasped with surgical instruments. Viscodispersive was injected into the vitreal cavity to act as a buffer and prevent any vitreous proplapse. The main wound was widened. A different lens was then placed in the sulcus. The patient tolerated the procedure without event. Per email received 13-jun-2018, it was reported that: doctor advised that they tried to put the lens in the bag to work around the tear, but it slipped into the posterior segment. The posterior capsule was violated, so the one piece lens could not be implanted in the bag. Doctor used a three piece lens implant and placed it in the sulcus the same day during surgery on (B)(6) 2018.